Event description:
N/a.

Manufacturer narrative:
Updated fields: e1 (event site postal code - (B)(6) ). Additional contact information:(B)(6). A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had observed that the system battery is not charging and on/off switch is also not sensing. Actually when the power card has been connected to mains it will on automatically so problem was found with the "power supply board" that has to be replaced since the system is not working. The customer has one s97 iabp then they had removed the power supply from s97 by themselves and replaced to cs100 they said that now it is working fine.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the battery on the cs100 intra-aortic balloon pump (iabp) unit is not charging. There was no patient involved.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.